Event description:
It was reported that the stent moved on the balloon. During unpacking of a 2.75 x 48mm synergy xd drug-eluting stent (des), it was noted that the stent was halfway off the balloon and was stretched out. The procedure was completed successfully with another synergy xd des. No patient complications were reported.